Manufacturer narrative:
Per additional information obtained, the subject device was reprocessed according to IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water-cylinder and air/water-tube had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and the following inspection results were found, the air/water-cylinder and air/water-tube had foreign objects due to insufficient cleaning. Additionally, the air/water cylinder and suction cylinder had no color, the forceps channel port had a dent, the connecting tube had a cut, the plug unit, the micro connector unit, and the circuit board unit in the suction connector had corrosion due to water leakage, the adhesive on the bending section cover had a scratch, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.